Manufacturer narrative:
(B)(4). G2: foreign: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during impaction, the impactor plate fractured off the broach handle. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d9; g3; h2; h3; h6 visual examination of the returned product identified the strike plate fractured from the handle body at the welded region; indentations were present on the strike plate end and along the handle body; the t-handle component was not returned; no other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.